Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred, and resistance was experienced during the fill process. Customer's blood glucose level was 150mg/dl. Tandem technical support assisted the customer to reset the pump to clear the malfunction alarm, and insulin delivery was able to be resumed. To address the fill resistance, a syringe needle change was performed resolving the issue. Additionally, it was reported that the usb cable does not charge the pump. Reportedly, the customer used a different cable to successfully charge the pump.

Manufacturer narrative:
The failure investigation has been completed and the alleged malf code 09 issue was verified. The alleged fill resistance issue could not be verified, and the usb cable was not returned for investigation.